Event description:
A physician reported a case where the superior half of a capsulotomy did not complete during a laser assisted cataract procedure. Reporter indicated a small radial capsular tear, which did not extend to the posterior capsule, occurred. The planned intraocular lens (iol) was inserted into the bag with no issues. Reporter additionally indicated the pt was unaffected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).